Event description:
This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the threaded tip is broken at the base of the second thread from the shaft and the tip is bent at approximately 30 degrees. The angle of the tip as returned is the same as the angle that the tab on the end of the alignment shaft is bent. This device was manufactured in april 2001 and is over 10 years old and there are no other complaints in the 2 year history. The breakage at the end of the threaded tip, along with the corresponding damage to the alignment shaft, is typical of the parts being struck off-axis and with considerably more force than recommended by the technique guide, when seating the plate against the bone. There are no indications of manufacturing or design related issues with the device. It is concluded that this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during a dhs hip procedure the surgeon noted the connecting screw is breaking at the threads and the flats on the guide shaft are bent. During the impaction process, two impactor tips broke. The surgeon was able to complete with procedure with the second tip with no adverse effect to the patient. This is report 3 of 3 for this event.